Event description:
While having an MRI with contrast using a gadolinium based contrast, I began swelling up. I was removed from MRI device and was swollen so bad that my blood pressure and oxygen level were almost unattainable. I also had blurred/starry vision. I had some nausea and a rash. I have had this MRI previously with no issues before.